Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer also reported that the high blood glucose level. The customer declined troubleshoot for high blood glucose and blank display. The customer stated that he does not have a reservoir or set to try to troubleshoot and was not familiar with the use of the pump. The insulin pump will not be returned for analysis.